Event description:
On (B)(6) 2013, it was reported that bradycardia was seen during implant. On (B)(6) 2011, the event appeared temporarily and only once when the test stimulation was on. Test stimulation was applied three additional times, and no bradycardia occurred. The operation was completed successfully. No information has been received to date.

Event description:
Additional information was received on (B)(4) 2013. The bradycardia occurred on system diagnostics in implant surgery (1ma, 500 usec). A lower level of system diagnosis (0.25ma, 130usec) did not make bradycardia. The stimulation was gradually increased and the event did not occur again. The implant surgery was continued. The patient does not have a personal or familial history of cardiac events. The event occurred on (B)(6) 2011 during system diagnostics, the results of which were normal. General anesthesia was used. The patient was not on any other medications at the time. The duration of surgery was five hours and one minute. The patient does not have any abnormal vagal anatomy. The device was functioning appropriately. No interventions were taken. The current device settings have also been provided.